Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an increase in threshold measurements which resulted in loss of capture due to exit block. There was not asystole greater than two seconds. A revision procedure was performed where the rv lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. During the explant procedure the physician used a large amount of force and damaged the device header. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection found that the header was firmly attached to the device casing. Tool markings on the pg casing and header were observed. All seal plugs were present with no holes. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.